Event description:
Bilateral renal artery stent thrombosis with the gore tambe device 10 months after his endovascular repair of juxtarenal aortic aneurysm. No predisposing factor. Patient on acute renal failure requiring dialysis.